Manufacturer narrative:
Additional/updated information was added to reflect the left side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld/tubing at the bottom rear of the side frame was broken. An expanded evaluation was performed. The expanded evaluation report confirmed that the lower rear portion of the side frame was damaged, as the weld between the back cane and the lower side bar was broken. However, the underlying cause could not be determined. The right side frame was also returned for evaluation; however, no problem was found with it.

Event description:
Dealer states the side frames are broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.  The opposite side frame is on prid (B)(4).

Event description:
Dealer states the side frames are broken.